Manufacturer narrative:
3 catheters were returned for evaluation.

Event description:
It was reported that the husband inserted a catheter for his wife. Approx. 1 hr later wife complained of pain and catheter was removed. Husband replaced this catheter and on the second day, his wife once again so he removed this catheter. Another catheter was plaed in his wife and the next day during cleaning, this catheter popped out with balloon was blown up, the device would not drain. The husband also tested the third device and could not understand why this device would not work as it did not deflate during his testing.